Event description:
It was reported during an idiopathic ventricular tachycardia procedure there was a map shift of 38mm without any error or alert. The case was completed and there was no patient injury reported.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received from the bwi field representative on the event. After a planned cardioversion, the map and catheter position were not aligned. The reason for the cardioversion was a vt which could not be over stimulated. The acl function was in use during the case. The navistar catheter and the ibi decapolar acl catheter moved relative to the map. Both the acl catheter and the magnetic catheter shifted in the same direction and it was the same amount of shift. The ibi decapolar was connected to the ref/deca in the patient interface unit. The reference patch did not move or get loose before the map shift. The case was completed conventionally. Evaluation summary. (B)(4). It was reported during an idiopathic ventricular tachycardia procedure there was a map shift of 38mm without any error or alert. The case was completed and there was no patient injury reported. The issue was not duplicated; however, according to additional information received from the bwi field representative, the map shift occurred after cardioversion. Map shifts after cardioversion occurs because the patient's heart can physically move with respect to the initial patch reference positions. Carto is not intended to fix such relative motion. IFU states: "in rare cases, the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted). Due to such internal anatomic displacements, there might be misalignment of the map to the heart location, "the system will not give a warning and an incorrect map (map shift) might be generated. "When in doubt, close the current map and begin a new one. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.